Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® hypodermic needle-pro® device came unattached at the base. The device was being used to inject a vaccine into the patient. A little of the vaccination squirted out prior, then while activating the safety mechanism, it was discovered that the needle was still in the patient's arm. No injury was reported.